Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl and that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 52 mg/dl and the sensor glucose was 289 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Also, device was programmed with test minilink and the glucose sensor simulator and display the 100 value properly on display graph. Device calibrate error or low suspend alarms functions working properly and no anomaly noted. Device was also programmed with test glucose meter, device communicated properly and recorded the 89 mg/dl value properly from glucose meter. Device was downloaded and all bolus delivered were found at the carelink pro report.